Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a motor error alarm during basal delivery. The blood glucose reading was 71 mg/dl. Customer was treated with soda. She declined troubleshooting for low blood glucose. The insulin pump had not been dropped or exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during occlusion test and was unable to prime during the prime test due to faulty force sensor. The motor passed the motor test. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.